Event description:
It was reported, the patient is experiencing ineffective stimulation, due to lead migration. Following a fall. X-rays confirmed, the migration. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates surgery took place on (B)(6) 2024 wherein the lead was explanted and replaced, and an additional lead was added to address the existing coverage.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.